Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of customer's low blood glucose level. The customer's levels had been as low as 42mg/dl. The father states the device suspended. The customer treated the lows with crackers and their levels rose to 180mg/dl. The customer was advised that the basal does resume after two hours and could be resumed manually.